Event description:
It was reported that at implant, the physician did not like the electrogram of the right ventricular (rv) lead and was unable to eva luate the injury pattern. The lead was removed and replaced with a second lead but a similar signal was obtained so the position was accepted. The second lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.